Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was visually inspected. The reported accuracy issue was able to be confirmed. Delivery accuracy testing found the pump's average delivery error to be out of the published specification of +/-6%. It was found that an expulsor sat unleveled which caused the delivery accuracy output to be high due to a bad gasket. The expulsor assembly will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump failed accuracy testing. There was no patient present at the time of the event. There were no adverse events reported.